Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
The patient reported that they were adjusted the week prior to the report by the manufacturer representative (rep). They noticed twice in that 24 hour time that the implantable neurostimulator (ins) shut off. The patient know that the ins had shut off because they used the patient programmer and ins icon had no lightning bolt apparent. They were feeling stimulation though even though ins was off. The patient programmer was used to turn stimulation back on and had stayed on since then, it was not showing that it was using up the battery. The ins was not using up any charge. The ins battery level icon on the patient programmer had not shown any depletion. The patient recharged for an hour last thursday and then again for less than a half hour the night prior to the report. The patient indicated that this was not normal, they normally within a day or day and half the ins battery level was down to half or lower than half. They normally had to recharge the ins every other day. The ins battery icon was not showing depletion, the ins was not using up any charge, and the ins was shutting off on (B)(6) 2015. The patient did not take any steps to resolve the issue with the stimulator not using any charge and shutting off sometimes. Other relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.